Event description:
A female underwent an uncomplicated coronary intervention in 2008. The physician, training to use the mynx device, proceeded to close the cfa, in which it was reported that the sealant was advanced with the advancer tube 3-4 black markers, versus the 2 black markers instructed per IFU. Once the mynx device was removed, pulsatile flow was noted out of the blue advancer tube. The advancer tube was removed and hemostasis was successfully achieved with 20-25 minutes of manual compression. The next morning, the pt had complaints of leg pain on the same side of the puncture, with the leg reportedly being cooler in temperature than the other side, with diminished pulses. The pt was sent back to the cath lab where the physician accessed the contra-lateral cfa. A flow disturbance was noted at the bifurcation of the sfa and profunda. An angiojet was used which restored flow to the sfa, and the physician proceeded to use kissing balloons to restore flow to both the sfa and profunda. An export catheter was subsequently used to export materials from the bifurcation. The pt. Tolerated the procedure well without complications and was discharged the same day. No further follow-up info provided.

Manufacturer narrative:
The device was not returned for evaluation, and no lot number was provided to perform lot history review. Based on the results of the investigation and the information provided, the physician was still in training, having not yet completed the initial 10 proctored cases. In addition, it states the operator did not use the device per the IFU. The advancer tube was advanced 3-4 black markers, versus the 2 black markers instructed per IFU. User error in advancing the sealant beyond the two black markers may have lead to sealant misdeployment, and subsequent embolization. The aspirated material was not sent for analysis, therefore the composition of the material is unknown. There is no evidence that the device did not meet specification and that it did not perform in accordance with its specification and the IFU. The operator is to complete the required training and certification by an accessclosure representative.